Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore, was confirmed. It was found that the locking ring does not close properly and that the motor shaft was stuck. Also, there was a short circuit in the motor and the protective earth resistance of the motor cable was out of range. Further the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced, the defective drill mounting mechanism repaired, and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is one possible cause which may have damaged the motor, causing it to stick. However, given the information provided we cannot discern a definitive root cause for the identified failures. The defective components would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). UDI:(B)(4).

Event description:
It was reported by affiliate via phone that 2 of micro tornado hp w handcontrol does not work anymore. No patient consequences or surgical delay reported. The devices are available to be returned for evaluation.